Manufacturer narrative:
(B)(4). Analysis description: failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation at 8.3-8.7 cm from connector pin. The abrasion was consistent with constant friction to another implantable device.

Event description:
This report is to advise of an event observed during analysis.